Event description:
It was reported the patient had a major intermittent depressive episode. The patient had anhedonia, worsened mood, disappointed thoughts, suicidal thoughts, sleeping problems and a lessened appetite. Intervention involved reprogramming. The event was noted as resolved without sequelae. Additional information reported the patient had nervousness. It was reported the patient had fatigue and was feeling tired the first days after reprogramming. No action had been taken. The event was noted as possibly related to the device and not related to the implant procedure. The event was noted as resolved without sequelae. Additional information reported reprogramming resulted in the nervousness disappearing. Additional information noted the device was reprogrammed again.

Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 3391-28, lot# 0203871780, implanted: 2010-(B)(6), product type lead, product ID neu_unknown, lot# 0203871798, implanted: 2010-(B)(6), product type unknown, product ID 7428, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator. (B)(4).